Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have dropped and cracked insulin pump. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window, and cracked reservoir tube lip. The device had missing segments due to lcd damaged.